Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a percutaneous lead, on (B)(6) 2005. It was reported the pt suddenly feels a heating sensation at the lead insertion site during recharging sessions. Currently, the pt recharges his scs system approx once every month. The pt was advised to recharge more frequently to lessen the recharge times. He is being followed closely by his physician in the meantime. F/u on the pt found no further issues reported.